Event description:
Additional information was received and stated the following: the patient spun out again when he or she was fitted with the brace on friday the 14th.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the provided lot code was not valid.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2013, the primary surgery was performed via tka with the implants in question. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, the spin out of the insert was suspected. The revision surgery is scheduled on (B)(6) 2023 to remove the insert. No further information is available. The revision surgery was performed on (B)(6) in the afternoon. After opening the wound, it was confirmed the inside forward lip of the insert was worn. The surgeon removed the insert with elevatorium. The wear was also observed on the inside rear. The surgeon tried 12.5 mm and 15 mm trials and replaced to 12.5 mm insert. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, it was reported that the dislocation happened again. The wound will be opened and reconstructed on (B)(6). No further information is available.